Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report source: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the implantable neurostimulator (ins) was halfway out from under the skin and there was an infection. The consumer was currently on holiday in london, but was implanted in the us. Additional information received from a healthcare professional (hcp) via a manufacturer representative reported the area of infection was the ins, the ins was eroding through the skin, and pus was draining from the site. An infection had not been confirmed and no interventions had been taken yet. Indication for use included fecal incontinence and gastrointestinal/pelvic floor. There were no further complications reported/anticipated.